Event description:
It was reported to boston scientific corporation that during an anterior repair with vaginal prolapse procedure using an uphold vaginal support system, the physician successfully implanted the uphold device on the patient's right side. However, when the physician attempted to implant the uphold device on the patient's left side by guiding the capio device into the patient with his fingers, the bladder was perforated by the physician's fingers.the physician proceeded to close the perforation in the bladder with a "chromic" suture, followed by a "vicryl" suture.the physician then advanced his fingers to open the space inside the patient to insert the capio device one more time, but the bladder was perforated again by the physician's fingers. The physician proceeded to close the perforation in the same manner as before.the physician decided not to use the uphold device because "the mesh would overlap the bladder." The patient, who had "very little" bleeding as a result of the perforations, was catheterized for a week post-procedure and is doing "fine." The catheterization was reportedly needed, not because of the perforations, but because it is routinely done after such a procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.